Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the patient¿s pulse generator system exhibited atrial noise. The cause of the noise has not been determined. The patient was stable and would be monitored. Associated report: MFR 2017865-2019-03989.

Event description:
New information received on (B)(6) 2019 indicates that the patient was seen in clinic on the (B)(6). The noise was unable to be recreated with isometrics and the cause of the noise was unable to be determined. An x-ray was performed which showed no anomalies. The patient would be monitored.